Event description:
Patient with history of choreoathetoid cerebral palsy and dystonia who underwent baclofen pump placement. Patient presented to the emergency department, when patient's mother noted worsening dystonia and spasticity for 2 days duration. They also noted itching which occurred on patient's back and arms. A pump dye study was performed, and it did not reveal any discontinuities. However, further interrogation of the pump has revealed that it may not be functioning properly.